Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-02354. This report is submitted on august 19, 2021.

Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment of the infection is unknown). The implant remains in-situ.